Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: boston scientific lead 0292, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient felt a "flipping" in their chest. They described it as a fast, irregular rate, a "weird" feeling, like palpitations. It was noted that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing along with intermittent atrial undersensing. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.